Event description:
It was reported that the smart pass feature in this subcutaneous implantable cardioverter defibrillator (s-ICD) was disabled. The device's diagnostic data was downloaded and sent to boston scientific technical services (ts) for further evaluation. Engineering review determined that a telemetry session was initiated at the time an automatic impedance test was performed by the device. The rare timing of the impedance test and telemetry session resulted in the device to not detecting cardiac signals as expected and disabled the smart pass feature. An additional pulse delivery test was completed approximately 24 hours later, and following this additional pulse delivery test, the device resumed appropriate sensing. This transient situation is considered a rare timing condition and further enhancements are be considered in the future to mitigate this situation. This device remains in service. The patient did not experience any adverse effects due to this rare transient issue.

Event description:
It was reported that the smart pass feature in this subcutaneous implantable cardioverter defibrillator (s-ICD) was disabled. The device's diagnostic data was downloaded and sent to boston scientific technical services (ts) for further evaluation. Engineering review determined that a telemetry session was initiated at the time an automatic impedance test was performed by the device. The rare timing of the impedance test and telemetry session resulted in the device to not detecting cardiac signals as expected and disabled the smart pass feature. An additional pulse delivery test was completed approximately 24 hours later, and following this additional pulse delivery test, the device resumed appropriate sensing. This transient situation is considered a rare timing condition and further enhancements are be considered in the future to mitigate this situation. This device remains in service. The patient did not experience any adverse effects due to this rare transient issue.

Manufacturer narrative:
This product has not been returned, therefore no physical analysis has been completed. Engineering analysis of the device's diagnostic data determined that a rare alignment of an automatic impedance test and a latitude telemetry session caused the device not to detect cardiac signals as expected. This led to a non-detection condition for 24 hours until an impedance retry, and turned off smart pass. The s-ICD disabled smart pass and recorded a smart pass episode when it interpreted the absence of detected cardiac signals as potential under-sensing. Analysis identified a window of less than one second during an impedance test where the start of a telemetry session would trigger this specific condition. Completion of the postponed impedance test restored appropriate cardiac signal detection and the device resumed normal function. This transient situation is considered a rare timing condition and further enhancements are being considered in the future to mitigate this situation.